Manufacturer narrative:
Device evaluation: analysis of lead va1k1px005 found all eight conductors were broken 15.7 cm from the lead¿s distal end. Analysis of lead va1knky010 found all eight conductors were broken 36.6 cm from the lead¿s distal end. It was also found that the lead¿s outer insulation and braid wire were melted, the braid wire was exposed, and the braid wire was broken and protruded through the outer insulation 36.5 cm from the lead¿s distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 97745, serial# (B)(4), product type: programmer, patient. Section other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-aug-2021, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 14-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The intractable pain patient reported through a manufacturer representative that their stimulation amount had ¿become zero although there was no operation.¿ the patient attempted to increase their stimulation, but the attempt failed and the issue had persisted until the time of report. The patient referred to their clinician¿s office for a detailed examination. It was noted that ¿high impedance in the lead could be considered¿ and that this may have led or contributed to the issue. Impedance testing was later performed on (B)(6) 2019 and it was found that high impedances were present in all electrodes. The patient¿s leads were replaced on (B)(6) 2019. No further event information was reported; no further complications were reported or anticipated.